Event description:
The physician achieved arteriotomy closure using the closer device following an interventional procedure. Later, the pt presented to the emergency room with a groin infection and bulging area suggesting a leaking hematoma and/or pseudoaneurysm. The pt underwent a femoral graft, but later expired. The user-facility medwatch report includes the following info: "pt had 3rd percutaneous coronary intervention in 6 week span via r femoral artery. Last procedure, 2001, was closed by perclose "closure" device, 6 fr. Discharged w/o incident (no bleeding at femoral site or hematoma) two days later. Readmitted six days after this with painful, enlarged right femoral site w/drainage. Dx pseudoaneurysm. Infect femoral procedure site showed mrsa infection, bacterimia & urine presence also. Cipro treatment, with vancomycin IV, but pathogen was presistent. Ventilator placed two days after readmission. Surgical excision of infected right femoral artery, replaced by graft. Pt requested w/d of care (withdrawal of care?). Pt deteriorated and died."